Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): defib conductor fractured and distorted, the outer tubing overlay had cosmetic environmental stress cracking, the inner tubing was kinked/buckled, all insulators had bilumen tubing voids, the outer tubing had a non-electrical environmental stress cracking breach, the outer insulation was torn and breached cut, the outer insulation had a cosmetic depression, the lead was stretched, the exposed defibrillation coil had a white substance on it, and several conductors had blood/body fluid (not obstructed); full lead in segments returned and analyzed.

Event description:
It was reported that there was high rv defibrillation and svc (superior vena cava) coil impedance. The right ventricular lead was explanted and replaced. During explant, the atrial was noted to be entangled with the right ventricular lead and was also explanted and replaced. No patient complications have been reported as a result of this event.